Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast pain.

Event description:
Healthcare professional through distributor reported "intracapsular rupture". Later patient reported "discomfort". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional through distributor reported "intracapsular rupture". Later patient reported "disconfort". This record is for the right side. The device was explanted.